Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22-jul-2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: one curved opening and creases. Leak test and microscopic analysis was performed which identified: one striated opening and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side "leak and deflation." Device has been explanted.